Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible poor communication due to a defect in the video port may have occurred, resulting in no image displayed. However, it was not possible to identify the cause of the failure of the video port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, bad plug unit/video connector caused intermittent image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the hd autoclavable camera head had no picture. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.